Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had black spots and pixelated lines that blocked the graphics and text. Customer's blood glucose was between 135 and 275 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.